Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in the incident, it was determined that the device experienced intermittent network instability. This instability interfered with normal server communication and prevented patient data from updating. The technical support specialist (tss) recommended starting with the network interface cards (nics), as resolving the nic issue was expected to correct the network failures and related issues, including missing patient data and failed drawers. Tss advised that a field service engineer (fse) assess the cause of the frequent offline events. After fse rebooting the device, drawer communication and server connectivity were restored. The fse logged into rss and found that it connected to the station but could not launch. The tss connected with hospital it team, then dialed into station, adjusted certain settings. The fse then logged back into rss and verified that the station was online. The customer successfully launched the rss application and logged in, confirming that the issue was resolved. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient did not show in the appropriate area. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient did not show in the appropriate area. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.